Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6f sheath after a percutaneous coronary intervention and run off procedure. Reportedly, a cuff miss was noted with the first proglide device as no suture was present when the plungers were removed. Reportedly, a second proglide was inserted and blood flow was observed through the marker lumen. In order to have proper placement of the proglide, the device was pulled back out a little and re-inserted into the artery. After experiencing resistance with the anatomy, the proglide was removed where it was noticed that the white link was pulling out of the guide. The footplate was never deployed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.